Event description:
Device malfunction: clip mislocation. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a technician in training in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, after removal the clip was on the distal end of the clip applier. Hemostasis was achieved using manual compression. There were no adverse patient effects reported. Though requested, no additional information was available.

Manufacturer narrative:
The device was received. Investigation is not complete.